Manufacturer narrative:
Exact date unknown, event occurred on the explant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg pocket site. Symptoms of puss and swelling at the pocket was noted. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg and linear lead were discarded by the medical facility.